Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and the reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent.(B)(4).

Event description:
Report received from the USA regarding an attachment device in which, during routine evaluation, it was discovered that the device was "heating up and losing power". The attachement device was not used in surgery. No injuries or medical intervention were reported. No additional information was available.